Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusion was noted. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3148 with lot cvccpz, conformed to the specifications when released to stock in 29th march 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
After surgery. Chpv not working properly as confirmed by surgeon. Per affiliate: please provide the original implant and explant date if known. - implant - (B)(6) 2016 & explant - (B)(6) 2016. Did this event occur intra-operatively? - no. Did the reported event cause any delays in the procedure or surgery over 30 minutes? - not applicable. What action was taken to resolve the issue? - replacement shunt provided.